Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) and performed system verification and extensive test drive to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. The probable root cause cannot be determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vision system (vs) ground pad was not registering on the erbe and the ground pad icon is red. System logs show no associated errors and tried multiple ground pads (covidien and conmed) with no change. Site tried relocating the ground pad and verifying the ground pad was oriented correctly with no change. Site connected a ground pad and folded it over on itself and the ground pad icon on the erbe immediately turned green, but once a ground pad was placed on the patient again the erbe failed to recognize it. Customer then tried power cycling the erbe with no change. Site connected another ground pad to the erbe and folded it over on itself and the ground pad icon turned green again. Technical support engineer (tse) advised that the issue appears to be related to the patient anatomy/prep site. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed but the reported failure could not be reproduced on erbe connected to system. Logs could not confirm the fault occurred in the field. Visual inspection: (the unit has no significant scratches or dents. The front bezel is in decent condition.) The unit was installed onto a golden system and functioned as expected. Failure analysis concluded that no root cause could be attributed to this issue. The complaint was confirmed based on the failure analysis. The probable root cause is attributed to electrical defect of the iesu.

Event description:
Refer to h11 for follow-up information.